Manufacturer narrative:
Investigation of the logs do not fully support the customer's issue description. The given issue time possibly is not correct and the description is too vague to verify if all the described steps were done at a different time. The available logs do not indicate any device malfunction and the reported issue was not reproducible. The root cause cannot be determined based on the available data.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws.ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported there are alarm setting differences between the primary bedside monitor and the central station. No patient compromise reported.